Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. The handle and ring of the light head was detached from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or injury. The defective parts were renewed. Device was returned to use. Taking into consideration the install base for affected device, the complaint ratio is low. It was established that when the event occurred, the surgical light did not meet its specification as handle and handle ring breakage could be identified as a technical deficiency. The device which played role in this situation contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - powerled. The handle and ring of the light head was detached from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or injury.